Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) - failure (event) observed during analysis. Final analysis found that the lead was returned in three pieces. The insulation was abraded at 33.0 cm to 33.7 cm from the distal tip. The abrasion was consistent with constant friction with another implantable device.